Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (5 mg/ml at 0.906 mg/day) and morphine (20 mg/ml at 3.625 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that the actual residual volume (10 ml) was greater than the expected residual volume (4.8 ml). At past refills, they had typically pulled out close to what was expected. The patient had an increase in pain which he noticed the first part of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.